Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of implant is unknown. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during initial surgery on (B)(4) 2016, the 4.0mm cannulated screw broke and the shaft was retained in the patient. The patient was brought to the operating room on (B)(6) 2016 for repair of a vertical fracture of the right patella status post gunshot wound (gsw). During surgery, the physician attempted to place the cannulated 4.0mm screw over the guide wire. The screw head would not seat appropriately on the lateral aspect of the patella. As the physician attempted to remove the screw, the screw shaft broke. The broken piece was removed and the threaded portion remained in the medial patellar fragment. This was the physician¿s decision to leave the screw in since he stated that it was not affecting any other structures. He then implanted another screw for additional fixation. The procedure was completed without further incident. Concomitant device reported: guide wire (part number unknown, lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).